Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed battery pins which were confirmed through visual inspection. The reported symptom was confirmed through a review of the event history log by the presence of 'improper shutdown' messages and found to be caused by depressed pins on the rear case, preventing the device from operating on direct current power. The rear case was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had two depressed battery pins pushed into the rear of the device. There was no known patient injury or medical intervention associated with this event. No additional information is available.